Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy).

Manufacturer narrative:
We checked the returned unit and confirmed the distal end assy w/ccd module shadow in image as defective. Based on the result, we concluded that it was caused due to the moisture condensation in the distal end assy w/ccd module. In addition, we confirmed that the operation channel cut, the insertion flexible tube (ift) cut, and the objective lens unit scratched; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.